Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting an error code 1111 check vent: oxygen device failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The ventilator continues to deliver breaths targeting the 21% o2 concentration setting regardless of the user-set o2 setting. The rse provided the customer with the troubleshooting steps per the philips service manual. The customer was also advised to complete a performance verification testing and provide the results.

Manufacturer narrative:
The customer replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.